Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Customer also stated that she was unsure if the insulin pump was functioning properly. The customer reported that she fell and went to the emergency room recently due to a high blood glucose level. Blood glucose level near the time of the call was 289 mg/dl. Customer stated that she would call back after performing a set change. The insulin pump was not replaced or returned for analysis.